Manufacturer narrative:
Model and serial numbers were not identified for evaluation.

Event description:
It was reported that caregivers allegedly sustained knee and back injuries due to only using one person to transport beds. However, it was not determined if the injuries were due to a stryker bed and no additional information has been provided.